Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2024 from a 74 year old male patient with a medical history including diabetes and end stage renal disease, who stated they experienced low blood pressure (nos) during a home hemodialysis treatment on (B)(6) 2024. Treatment was terminated without rinseback and emergency medical services (ems) were called to the home. Additional information was received on 20 feb 2024 from the home therapy nurse (htn) who stated the patient also experienced weakness and sweating. The patient was transported to the emergency department (ed) and observed overnight with no report of medical intervention being required. Per the htn the patient experienced a syncopal episode, unrelated to nxstage product or therapy.